Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with erroneous results of having a potassium of 5.9. Patient was redrawn with a different tube on a later date and a correct value was "gotten".

Manufacturer narrative:
Investigation summary: a review of the device history record was completed for batch 8250981, reorder number 367986. Product was manufactured at the bd sumter site september, 2018. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Erroneous potassium results can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to erroneous potassium range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in erroneous potassium results. Investigation conclusion: based on the severity and occurrence of the reported condition there will be no further actions. Review of the event description confirmed pic pas-009-pic (erroneous potassium) was appropriate. Root cause description: based on the severity and occurrence of the reported condition there will be no further actions. Review of the event description confirmed pic pas-009-pic (erroneous potassium) was appropriate. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with erroneous results of having a potassium of 5.9. Patient was redrawn with a different tube on a later date and a correct value was gotten.